Event description:
Device 1 of 3. Reference MFR report #1627487-2014-01745, 01754. It was reported the patient was involved in a recent motor vehicle accident and since that time she feels undesired stimulation in her right arm. Diagnostic testing revealed contacts 1-8 with low value readings. X-rays were taken and results were normal. Surgical intervention may be undertaken at a future date to address the issue.

Event description:
Device 1 of 3. Reference MFR report #1627487-2014-01745, #1627487-2014-01754. Follow up information identified the patient underwent surgical intervention where the patient's scs system was explanted sometime between (B)(6) and (B)(6), 2015. The exact date of explant is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.